Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information were provided in b1, b2, b5, h1 and h6. Upon further review, the report type has been updated accordingly to accurately reflect the appropriate reportable event category based on the additional information. Additional information was provided in d2 (date of death) and d6b (date of explant) based on the additional information.

Event description:
Additional information was received stating that the patient expired.

Manufacturer narrative:
Additional information has been provided in d3 placement signal issue: the cause of the placement signal issue was unable to be determined since no product was returned, data logs were not available, and insufficient clinical details were provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that their impella rp flex had a pulmonary artery signal reading 126/124 before entering body when the patient was on the table. The rp flex was repoorted to have been placed placed with relative ease. Once impella started, flows were reading only 2.7 l at p9 with continuous placement signal not reliable alarms. After calls to impella trainer, it was suggested that this was likely a different pressure senor issue and and to not rely on the aic, but rather the patient state and hemodynamics. A manual zero suggestion seemed to resolve the alarm but flows still seemed low. Adding volume was suggested and then performed, and flows improved to 4l at p9. No patient harm has been reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in b5. Upon review, the event description has been updated.

Event description:
Clinical narrative update: an impella rp flex was inserted via the right femoral vein to support the 72 year old female admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient was supported by vasopressors and inotropes. Her medical history was inclusive of coronary artery disease and diabetes. Other underlying history was not shared. The rp flex was inserted and was found to have flows reading only 2.7l while at p9 and there were placement signal not reliable alarms. The team troubleshot by performing a manual zero. The flows remained low with the signal not reliable. The team then added volume by two 500cc boluses. The flows then improved. The device functioned as expected, p-7 with 3.1l/min flow with d5w with sodium bicarbonate in the purge solution. The pump remained on for over 5 days when the patient expired on the support. The cause of death has not been shared by the medical team to date. The death is conservatively being reported on the rp flex due to the inability to conclusively dissociate the product from the patient outcome.

Manufacturer narrative:
For 1220648-2026-08023 supplemental #03, the date received by manufacturer (g3) was incorrectly reported as 07/09/2026. The correct g3 (date received by manufacturer) is 05/21/2026.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return. This information is consistent with the initial MDR, which reported that the device was not returned to the manufacturer.